Event description:
Complaint alleged that the head up was not working even with manual controls. No injury reported.

Manufacturer narrative:
Technician found the head up valve was stuck, causing the unit not to work. Replaced the head up valve to resolve this issue. Bed found in bed shop.